Event description:
The customer reported v-tach is not sounding as expected. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote clinical support engineer (cse) which included interviewing the customer who stated there have been apparent runs of v-tach occurring at 01:30am, 13:01pm and more current which were not triggering a v-tach alarm. The cse looked at the logs, and it appeared there were no alarms or inops for 5 hours between 00:25 and 05:25. Prior to 00:25, frequent pvc alarms were seen along with non-sustained v-tach alarms but after this time, only few pvc alarms were seen. The clinical audit trail did not show that any alarms were turned off during this time, nor were the alarm thresholds changed. The cse examined the strips for the times requested, at 01:30am, 13:01pm, which showed a fast run of wide complexes annotated as 'p' paced beats. Pacer spikes are clearly seen in the wide morphology. Some beats were labeled as 'v' ventricular and some as 'p' with similar morphology. Noted paced beats and ventricular beats both at a rate of +/-110. The customer reported that the mx40 was changed out for this patient with the same results after change. The cse advised the customer that since the beats with the wide morphology labeled as 'v' were not consistent enough to meet the v-tach criteria, no v-tach alarm sounded. It was confirmed the customer was able to identify two occurrences of the issue on (B)(6) 2026 at 12:53 and on (B)(6) 2026 at 11:45. The customer is unsure if it occurred at any other times. The cse paged a philips technical consultant (tc) onsite to collect logs and validate the function of the system. The tc arrived onsite and cloned the configuration from the working monitor in room (B)(4) to the monitor in room (B)(4) experiencing the v-tach issue and exported the clinical audit logs and bedside configuration for review. Summary of technical complaint investigation: the complaint was escalated for technical complaint investigation and the results show the patient was being monitored with 2 pieces of equipment ¿ from on (B)(6) 2026 at 17:35 mxt38 (wireless device) and iub6638 (wired bedside) through on (B)(6) 2026 14:05:17 when they changed wireless device to mxt75 on (B)(6) 2026 17:35, uf shands hvn, ub6638, equipment mxt38 added to patient pic ix: hvnpix119 (label used by customer). On (B)(6) 2026 14:05:17, uf shands hvn, ub6638, equipment mxt38 removed from patient pic ix: hvnpix119. On (B)(6) 2026 14:05:17, uf shands hvn, ub6638, equipment mxt75 added to patient pic ix: hvnpix119. First stated instance of missed vtach is on (B)(6) 11:45 ¿ the patient was monitored on mxt38 for ECG measurement. Vtach alarm criteria is vtach hr:100 and vtach pvc run: 10. To generate a vtach alarm, there has to be at least 10 v beats in a row and the hr has to be greater than 100. The yellow highlighted numbers are what was set for this patient and in use when the mxt38 device was assigned 3 minutes later. If the ECG data from the patient did not meet the above criteria, no vtach alarm would be generated. On (B)(6) 2026 17:32, uf shands hvn, ub6638, arrhy - vtach hr:100, iub6638, on (B)(6) 2026 17:32, uf shands hvn, ub6638, arrhy - vtach run:10, iub6638, on (B)(6) 2026 17:32, uf shands hvn, ub6638, arrhy - vent rhythm:14, iub6638. The audit log was reviewed for this time period which revealed annotation stored by the hospital at 11:38:49 for the strip saved at 11:10:16 noting sinus rhythm w/pvc. There were two yellow alarms during this time frame: run pvcs high generated at 11:39:59, this alarm was acknowledged at 11:42:08 at the pic ix and non-sustain vt generated at 12:02:59 which was also acknowledged at the pic ix at 12:03:03. Run pvcs alarm is defined as a run of > 2 consecutive beats labeled as v run length < vent rhythm run limit (setting is 14 according to audit logs) and ventricular hr< vtach hr limit (setting is 100 according to audit logs). Non-sustain vt alarm is defined as a run of consecutive beats labeled as v with a run length < the vtach run limit (setting is 10 according to audit logs) and ventricular hr > vtach hr limit. Strip provided by the hospital for this time period: there were two yellow alarms that were detected and generated based on the patient ECG; these alarms were acknowledged from the pic ix. See the log excerpt below. On (B)(6) 2026 11:38:49, uf shands hvn, ub6638, annotation stored: on (B)(6) 2026 11:10:16, saved strip re-labeled to sinus rhythm w/pvc, 80 pvc, cc pr 0.20 qrs 0.12 rr 0.71 qt 0.40 qtc 0.47 pic ix: hvnpix119. On (B)(6) 2026 11:40:00 uf, shands hvn, ub6638, run pvcs high generated at 11:39:59. Mxt38 on (B)(6) 2026 11:40:01 uf, shands hvn, ub6638, sector: run pvcs high generated at 11:39:59. Pic ix: hvnpix124. On (B)(6) 2026 11:40:01 uf, shands hvn, ub6638, sector: run pvcs high generated at 11:39:59. Pic ix: hvnpix119. On (B)(6) 2026 11:42:08 uf, shands hvn, ub6638, acknowledge pic ix: hvnpix119. On (B)(6) 2026 11:42:09 uf, shands hvn, ub6638, run pvcs high ended. Mxt38. On (B)(6) 2026 11:42:09 uf, shands hvn, ub6638, acknowledge pic ix: hvnpix119. On (B)(6) 2026 11:42:09 uf, shands hvn, ub6638, acknowledge pic ix: hvnpix119. On (B)(6) 2026 11:42:10 uf, shands hvn, ub6638, sector: run pvcs high ended. Pic ix: hvnpix124. On (B)(6) 2026 11:42:10 uf, shands hvn, ub6638, sector: run pvcs high ended. Pic ix: hvnpix119. On (B)(6) 2026 11:51:27 uf, shands hvn, ub6638, patient update hvn adt. On (B)(6) 2026 12:03:01 uf, shands hvn, ub6638, sector: non-sustain vt generated at 12:02:59. Pic ix: hvnpix124. On (B)(6) 2026 12:03:01 uf, shands hvn ub6638 sector: non-sustain vt generated at 12:02:59. Pic ix: hvnpix119. On (B)(6) 2026 12:03:01 uf, shands hvn, ub6638, non-sustain vt generated at 12:02:59. Mxt38 on (B)(6) 2026 12:03:03 uf, shands hvn, ub6638, acknowledge pic ix: hvnpix119. On (B)(6) 2026 12:03:03 uf, shands hvn, ub6638, acknowledge pic ix: hvnpix119. On (B)(6) 2026 12:03:05 uf, shands hvn, ub6638, non-sustain vt ended. Mxt38. On (B)(6) 2026 12:03:06 uf, shands hvn, ub6638, sector: non-sustain vt ended. Pic ix: hvnpix124. On (B)(6) 2026 12:03:06 uf, shands hvn, ub6638, sector: non-sustain vt ended. Pic ix: hvnpix119. Second stated time frame for missed vtach on (B)(6) 2026, 12:53. Vtach alarm criteria is vtach hr:100 and vtach pvc run: 10. To generate a vtach alarm, there has to be at least 10 v beats in a row and the hr has to be greater than 100. The ECG data from the patient did not meet the above criteria, and no vtach alarm was generated. The v beat labels must be consecutive 10 in a row at a rate > 100 for vtach alarm to generate. There was a yellow run pvcs alarm at 12:53:24 and 12:59:56 ¿ both of these alarms were acknowledged from the pic ix. On (B)(6) 2026 12:53:26 uf shands hvn, ub6638, sector: run pvcs high generated at 12:53:24. Pic ix: hvnpix124. On (B)(6) 2026 12:53:26 uf shands hvn, ub6638, sector: run pvcs high generated at 12:53:24. Pic ix: hvnpix119. On (B)(6) 2026 12:53:26 uf shands hvn, ub6638, run pvcs high generated at 12:53:24. Mxt75 on (B)(6) 2026 12:53:46 uf shands hvn, ub6638, acknowledge pic ix: hvnpix119 on (B)(6) 2026 12:53:47 uf shands hvn, ub6638, run pvcs high ended. Mxt75 on (B)(6) 2026 12:53:48 uf shands hvn, ub6638 sector: run pvcs high ended. Pic ix: hvnpix124. On (B)(6) 2026 12:53:48 uf shands hvn, ub6638 sector: run pvcs high ended. Pic ix: hvnpix119. On (B)(6) 2026 12:58:20 uf shands hvn, ub6638 run pvcs high generated at 12:58:19. Mxt75 on (B)(6) 2026 12:58:21 uf shands hvn, ub6638 sector: run pvcs high generated at 12:58:19. Pic ix: hvnpix119. On (B)(6) 2026 12:58:21 uf shands hvn, ub6638 sector: run pvcs high generated at 12:58:19. Pic ix: hvnpix124 on (B)(6) 2026 12:58:57 uf shands hvn, ub6638 sector: spo2 no pulse generated at 12:58:56. Pic ix: hvnpix119. On (B)(6) 2026 12:58:57 uf shands hvn, ub6638 sector: spo2 no pulse generated at 12:58:56. Pic ix: hvnpix124. On (B)(6) 2026 12:58:57 uf shands hvn, ub6638 spo2 no pulse generated at 12:58:56. Iub6638 on (B)(6) 2026 12:59:19 uf shands hvn, ub6638 spo2 no pulse ended. Iub6638 on (B)(6) 2026 12:59:19 uf shands hvn, ub6638 spo2 noisysignal generated at 12:59:18. Iub6638. On (B)(6) 2026 12:59:20 uf shands hvn, ub6638 sector: spo2 noisysignal generated at 12:59:18. Pic ix: hvnpix119 on (B)(6) 2026 12:59:20 uf shands hvn, ub6638 sector: spo2 noisysignal generated at 12:59:18. Pic ix: hvnpix124 on (B)(6) 2026 12:59:20 uf shands hvn, ub6638 sector: spo2 no pulse ended. Pic ix: hvnpix124. On (B)(6) 2026 12:59:20 uf shands hvn, ub6638 sector: spo2 no pulse ended. Pic ix: hvnpix119. On (B)(6) 2026 12:59:21 uf shands hvn, ub6638 spo2 noisysignal ended. Iub6638 on (B)(6) 2026 12:59:22 uf shands hvn, ub6638 sector: spo2 noisysignal ended. Pic ix: hvnpix124. On (B)(6) 2026 12:59:22 uf shands hvn, ub6638 sector: spo2 noisysignal ended. Pic ix: hvnpix119. On (B)(6) 2026 12:59:29 uf shands hvn, ub6638 acknowledge pic ix: hvnpix124 on (B)(6) 2026 12:59:31 uf shands hvn, ub6638 run pvcs high ended. Mxt75. On (B)(6) 2026 12:59:32 uf shands hvn, ub6638 sector: run pvcs high ended. Pic ix: hvnpix119. On (B)(6) 2026 12:59:32 uf shands hvn, ub6638 sector: run pvcs high ended. Pic ix: hvnpix124. On (B)(6) 2026 12:59:57 uf shands hvn, ub6638 sector: run pvcs high generated at 12:59:56. Pic ix: hvnpix119. On (B)(6) 2026 12:59:57 uf shands hvn, ub6638 sector: run pvcs high generated at 12:59:56. Pic ix: hvnpix124. On (B)(6) 2026 12:59:57 uf shands hvn, ub6638 run pvcs high generated at 12:59:56. Mxt75 on (B)(6) 2026 13:01:28 uf shands hvn, ub6638 acknowledge pic ix: hvnpix119. On (B)(6) 2026 13:01:30 uf shands hvn, ub6638 run pvcs high ended. Mxt75. On (B)(6) 2026 13:01:31 uf shands hvn, ub6638 sector: run pvcs high ended. Pic ix: hvnpix124. On (B)(6) 2026 13:01:31 uf shands hvn, ub6638 sector: run pvcs high ended. Pic ix: hvnpix119. Conclusion: vtach is a user defined criteria based alarm requiring two specific limit violations. The patient ECG rhythm did not meet the vtach alarm criteria in both cases. Other pvc related yellow alarms were generated for both time frames as indicated above. There is no product malfunction, the devices worked as designed, configured and operated. Based on the information available in the case and the logs provided by the customers, the customer's alleged malfunction was not confirmed. The results of the technical investigation confirm there was no product malfunction and the device worked as designed. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.